Event description:
It was reported that after dilating a lesion in the proximal circumflex, the balloon could not be deflated for several minutes with multiple attempts. The device was able to be withdrawn into the guiding catheter and removed together as a unit. The patient's transient symptoms of chest pain and s-t elevation resolved successfully.